Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Reporter alleged obtaining the results of 190 mg/dl and 100 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that he was cutting fruit prior to obtaining the readings and he only wiped his hands before getting the first result. Reporter stated he washed his hands prior to obtaining the second result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that he no longer has the strips, so no product will be returned for evaluation.